Event description:
A complaint was received from a customer that reported higher than expected results when using excel off brand reagent strips. The customer stated that their readings have been in the 300-500 mg/dl range and that pt typically runs much lower than this. While on the phone a review of the operation of the system was conducted. Electronic checks were low and out of spec. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.